Event description:
On (B)(6) 2024, the recipient hit the right side of his head on the edge of a table. Since then, the recipient could no longer hear with the device. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
On 31-jan-2024, the recipient hit the right side of his head on the edge of a table. Since then, the recipient was no longer able to hear with the device. The recipient has been re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
On (B)(6)2024, the recipient hit the right side of his head on the edge of a table. Since then, the recipient could no longer hear with the device. Re-implantation is considered.